Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in 2007. The pt developed a mesh erosion post-operatively, and was treated with vaginal estrogen cream and metrogel in 2008. On the following month, examination by the surgeon found that the erosion was located midline at the posterior wall and was two centimeters from the apex. The pt was not symptomatic. On eight days later, the eroded mesh was removed.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.